Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that he carried out revision surgery to the left hip of a female patient which had been implanted previously with an abg stem, alumina head, alumina liner and trident cup. The surgeon further reported that a decision to revise the patient was based on an audible squeaking noise when the patient walked which was causing the patient social embarrassment in the workplace. The surgeon reported that only the head and the liner were revised and that the stem remained implanted. The surgeon further reported slight wear on the middle portion of the trunnion which looked like there had been impingement, which he wouldn't have expected with a normal gait. The surgeon further reported that he could see black in and around the implant.

Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection: impingement was observed on the trident insert. Material analysis concluded: metal transfer markings and a wear scar were visible on the articulating surface of the ceramic head. Evidence of impingement was observed on the insert. No material or manufacturing defects were observed on the surfaces examined. The surface roughness, diameter and sphericity measurement results on the femoral head and insert were consistent with in-vivo service. Medical records received and evaluation: a review of the medical records by a clinical consultant noted: revision of ceramic liner and femoral head in trident cup with abg-ii stem due to severe squeaking some 2-years post implantation in a female patient of (B)(6) with near normal body weight. X-rays document an adequate cup inclination but a low anteversion with protruding superior cup rim into the joint space. During revision surgery impingement was noted between abg stem neck and acetabular sleeve rim with ¿kissing lesions¿. Some metallosis of the capsule was observed as well. The mar reports that metal transfer markings and a wear scar were visible on the articulating surface of the ceramic head. Evidence of impingement was observed on the insert. No material or manufacturing defects were observed on the surfaces examined. The surface roughness, diameter and sphericity measurement results on the femoral head and insert were consistent with in-vivo service. Diagnosis: cup position in low anteversion contributed to impingement causing an overload condition in the bearing with point contact between ceramic surfaces with a wear scar as result. Wear scars contribute to increased bearing friction which generates a squeaking sound requiring revision with bearing exchange to a low-friction poly/metal articulation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the medical records by a clinical consultant concluded: cup position in low anteversion contributed to impingement causing an overload condition in the bearing with point contact between ceramic surfaces with a wear scar as result. Wear scars contribute to increased bearing friction which generates a squeaking sound requiring revision with bearing exchange to a low-friction poly/metal articulation. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
The surgeon reported that he carried out revision surgery to the left hip of a female patient which had been implanted previously with an abg stem, alumina head, alumina liner and trident cup. The surgeon further reported that a decision to revise the patient was based on an audible squeaking noise when the patient walked which was causing the patient social embarrassment in the workplace. The surgeon reported that only the head and the liner were revised and that the stem remained implanted. The surgeon further reported slight wear on the middle portion of the trunnion which looked like there had been impingement, which he wouldn't have expected with a normal gait.the surgeon further reported that he could see black in and around the implant.